Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for 4 days due to diabetic ketoacidosis on an unknown date. Blood glucose value was not provided at the time of the incident. Customer stated the adverse event was due to human carelessness and not being strict on about food intake. Customer declined to provide further details of hospitalization. It was unknown if auto mode feature was in use at the time of high blood glucose. The customer also reported that the sensor tape caused itchiness. The insulin pump will not be returned for analysis.